Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, the customer noticed that the rubber covering the non-patient needle did not retract causing blood to flow between tube exchange. No patient impact reported.

Manufacturer narrative:
D2b: medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, the customer noticed that the rubber covering the non-patient needle did not retract causing blood to flow between tube exchange. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 24-jan-2025. Investigation summary: bd received one photo and ten samples for investigation. The customer photo depicts a device with the sleeve not properly recovered over the np cannula. Ten customer samples underwent functional tests, where three samples failed due to sleeve leakage observed from poor sleeve recovery. Additionally, 30 retained samples were tested for functionality, with one sample failing due to sleeve leakage from poor sleeve recovery. The same 30 retained samples underwent additional functional tests, and all samples passed as they were activated properly with no defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve side piercing. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.